Event description:
It was reported that during an unknown procedure, a balloon rupture occurred. The lesion was located in the right common iliac artery (rci). The sterling over-the-wire balloon catheter was inflated two times. The first inflation was to 12 atms. Upon the second inflation to 12 atms, a balloon rupture occurred. The duration of each inflation is unknown. The procedure was completed with a different device. No patient complications or injuries were reported. The patient's status is listed as 'good'.

Manufacturer narrative:
Pt 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).